Event description:
Dexcom representative contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report an out of range signal on (B)(6) 2014. Dexcom representative did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).